Event description:
It was reported that when the subject device was plugged in the same error occurred. Additional information received: the device malfunction occurred before a therapeutic total hysterectomy. No delay in the procedure due to the device malfunction was discovered in pre-surgery check. The intended procedure was completed by use of a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide information received from the user b5. Additionally, to provide a correction to fields d9, and to provide an update to fields h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to charge-coupled device is broken. It is possible that the charge-coupled device is broken from one of the following mechanisms. Unacceptable tension in the area of the "charge-coupled device holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer " cover holder to bumper sleeve." Unacceptable tension in the area of the "charge-coupled device holder" assembly due to asymmetrical alignment of the spring to cover-holder before the bumper sleeve is joined. Pre-existing damage to the "charge-coupled device holder" assembly due to using a suboptimal adhesive device. However, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device displayed a green image due to a broken charged coupled device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the evaluation, it was observed, the video telescope displayed a green image. There were no reports of patient involvement.